Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon access into the cavity with suction or irrigator during a laparoscopic oophorectomy, the obturator that was used in the cannula got stuck. It was also stated that the seal was damaged. The surgeon opened up another device and finished the case. Additionally, it was stated that two devices had the same malfunction. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted the circular seals, trocars and envelope seals appeared intact. The obturators were not received. Pmv performed functional testing; the devices passed an air leak test. An ethicon ligamax and a stryker strykeflow ii were used to test for resistance by inserting and removing into the cannulas. No resistance was noted. The cannulas tip was checked with a .233 pin gauge and was in spec. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.